Event description:
It was reported that the 9900 system locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended, and put back into service. (B) (4) 06/03/2009.